Event description:
Information received does not address the patient's clinical status but notes >2500 ohms lead impedance. The leads tested normal after disconnection from the pulse generator. When reconnected, testing revealed a threshold of 5.5v with >2500 ohms lead impedance in both unipolar and bipolar configurations. The physician noted discoloration in the connector header which did not appear to be blood.